Manufacturer narrative:
Device is not expected to be returned for manufacturer review/investigation. (B)(4). Product was not returned. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported on (B)(6) 2019, that the patient underwent closing wedge high tibial osteotomy on (B)(6) 2019. The surgeon informed that the two (2) staples of elite compression implant kit were pulling out or loosening. The patient will be coming in for evaluation in the next two weeks at which time they will decide what further action is required. It is unknown if there was a surgical delay. Procedure and patient outcome are unknown. This report is for one (1) elite compression implant kit. This is report 1 of 2 for (B)(4).